Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument had a frayed cable. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the frayed cable on 8mm fenestrated bipolar forceps instrument was identified during central processing. No fragment(s) fell into the patient's body. There was no patient injury and site did not experience delays in procedure completion.